Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed close door message during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'will not power off. Close door message with audible alarm' was reproduced. A review of the history log revealed "shut door - power off" messages as evidence. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be hooks out of adjustment. Hook adjustment is required to address the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.